Event description:
It was reported that during implant surgery, the lead would only insert half-way into the ipg. Several attempts were made with and without lubricant to insert the lead. A new ipg was used and the implant was unsuccessful. The pt had a good outcome and recovered without sequela.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.